Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol = 93.6 ml, rate =2.3 ml/hr, given =12.45 ml. Air bubbles was observed in the tubing that extends across the top of the cassette. Patient was not affected. No further information available.